Manufacturer narrative:
The customer reported missing low glucose alarm. Attempted to replicate the customer's complaint using similar configurations [phone 11 pro, ios 16.6, 2.8.1.6120] and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application version 2.10.0, in use with iphone 2.8.1.6120 with ios operating system 16.6. A customer reported encountering a loss signal and as a result, the sensor failed to alarm when the customer's glucose was low and high. The customer became hypoglycemic and experienced a seizure and a loss of consciousness. The customer could not self-treat and was provided sugar from a non-healthcare professional for treatment. It was further reported that a glucose reading of ¿lo¿ (readings less than 40 mg/dl) error message and 1.44 mmol/l was obtained from a healthcare professional (hcp) device. The hcp diagnosed the customer with hypoglycemia but no treatment was rendered as no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application version 2.10.0, in use with iphone 2.8.1.6120 with ios operating system 16.6. A customer reported encountering a loss signal and as a result, the sensor failed to alarm when the customer's glucose was low and high. The customer became hypoglycemic and experienced a seizure and a loss of consciousness. The customer could not self-treat and was provided sugar from a non-healthcare professional for treatment. It was further reported that a glucose reading of ¿lo¿ (readings less than 40 mg/dl) error message and 1.44 mmol/l was obtained from a healthcare professional (hcp) device. The hcp diagnosed the customer with hypoglycemia but no treatment was rendered as no further information was provided. There was no report of death or permanent impairment associated with this event.